Event description:
Caller reported an error with the continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to reset the pump, and after following these instructions, the error did not reappear. The caller was further advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.